Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. The device powered on and off by itself due to an electrically shorted component on the circuit board.

Event description:
The customer reported the device powers on and off by itself. No patient impact or consequences were reported.